Event description:
It was reported that an ovarian resection procedure, the gummous insulators were come off in about 30 minutes. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavaialble at this time.